Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose and the paramedics were called. The caller stated that in 2015, the paramedics were called three times for the customer's low blood glucose incidents. The first time was on (B)(6) 2015 and throughout the year 2015. The caller could not recall the exact dates and the customer's blood glucose values at the time of the incidents. The caller stated that they were not sure what the causes of the low blood glucose incidents were. The caller stated that either the customer did no teat enough or gave too much insulin. The caller stated that the customer was not hospitalized. Only the paramedics were called. Twice, they connected IV and, one time, they gave the customer some glucose.